Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user could not proceed past the rewind step during a cartridge change and received an alert instructing to check alerts, followed by a restart alert indicating an insulin shaft encoder failure. Symptoms included no insulin delivery due to the device malfunction. Outcomes included interruption of insulin therapy that required replacement of the device. Investigation included review of the reported alarm history and device performance records. Investigation of this case revealed a malfunction of the insulin shaft encoder consistent with a restart alarm and component failure within the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device component failure consistent with an insulin shaft encoder malfunction.